Event description:
Healthcare professional reported "Deflated-exchange to silicone". This record is for the right side. Device has been explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Deflation.